Manufacturer narrative:
A service engineer (se) inspected the device and found no active alarms or alerts. During the evaluation, the se found the unit to not pass the power cord ground resistance test so they replaced the alternating current (ac) power cord. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator auto-cycled while reading "no air/o2" and the safety valve open light flashed on. The ventilator was reported to be inoperative. The patient was transferred to an alternate ventilator and there was no harm or injury to the patient as a result of the reported event.

Manufacturer narrative:
Evaluation summary: the power cord was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.